Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had missing segments. The pt indicated that the alleged meter issue started on three days earlier, at about 11:00 am. She stated that she could not read the display and for an unk reason took an increased dose of diabetes medication, 15 units of humalog insulin. It is not clear as to why the pt increased her medication dosage(s). After taking the insulin, the pt reportedly began to feel shaky. It would have been helpful to know the following info: the pt's testing frequency her normal/expected blood glucose levels, what her last successful blood glucose reading was, her medication and diabetes management regimes, and why the pt increased her dosage(s) of insulin. In addition , it would have been helpful to know if the pt continued to test while with the reported meter during the time of concern, how she interpreted the meter results with missing segments, when the pt increased her insulin dosage(s), what date/time the symptoms developed, and what actions she took in response to the symptoms. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged she developed symptoms suggestive of hypoglycemia after the alleged meter issue started. The pt further claimed she was unable to determine what her meter readings were and for an unk reason, took an increased dose of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.